Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive while attempting to enter the transmitter ID. Reportedly, the customer was unable to toggle between the alphabetic and numeric keypad. During troubleshooting, tandem technical support assisted the customer through performing a pump reset. The customer was successfully able to enter transmitter. The customer's blood glucose level was not impacted.